Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm¿ voluma¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare reports patient injection with juvéderm¿ voluma¿ with lidocaine in t1, ck1, and ck3 and juvéderm® volift¿ with lidocaine in ck3 with no issues. 7 months later, patient was injected with juvéderm¿ voluma¿ with lidocaine in ck4, c1 and c2, juvéderm® volux in jw4 and juvéderm® volift¿ with lidocaine in nl1 and nl2. 4 months later, patient contacted injecting office regarding swelling developing over the right lateral chin area. Patient reports hypersensitivity reaction and itchiness of the right jaw. A lump that "didn't feel right" was also noted. Patient advised to consult family physician for antibiotic for what appeared to be a pustule on pictures. Physician uncertain if event was related to the filler, but required "abx" regardless. Material was aspirated from the lump and showed nothing on the right side. The following month, patient indicated that the lesion had improved with initial abx but then increased in size. An ultrasound of the area indicated a pustule. Restarted abx and advised to follow up with family physician for possible drainage of the pus. If unable to follow up, patient advised to go to ER. 2 days later, patient called injector to notify of ER visit. CT scan of the area showed similar infectious process and abx was again started. Large lumps referred to as "phlegmon." Patient indicated that no dermatologist or plastic surgeon would examine because of the received fillers. Whole process started on the left jaw. 2 weeks later, hyaluronidase provided and lumps were drained. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00235 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm® volift¿ with lidocaine injection.